Event description:
Customer reported some broken parts were epoxied back together, but broke again along the glue line. There was no injury.

Manufacturer narrative:
Unable to establish root cause because the part was not returned.

Event description:
Customer reported some broken parts were epoxied back together, but broke again along the glue line. There was no injury.